Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 7 mm and the stent has been partially released. The distal end of the stent is blocked between the retractable shaft and the distal stent stopper. Stent imprints in the retractable shaft indicate that the stent was initially crimped at its intended position. Inside and outside of the device no trace of blood, contrast medium or saline residue was observed. The locking tab at the handle is fully functional and has never been removed. Inside the handle the sliced shaft is gathering, indicating a push of the shaft into proximal direction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (50 percent stenosis degree) in the severely tortuous mid sfa. The stent could not be released further after released approx. 5mm. Another stent was used to finish the procedure. Patient was discharged home.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 7 mm and the stent has been partially released. The distal end of the stent is blocked between the retractable shaft and the distal stent stopper. Stent imprints in the retractable shaft indicate that the stent was initially crimped at its intended position. Inside and outside of the device no trace of blood, contrast medium or saline residue was observed. The locking tab at the handle is fully functional and has never been removed. Inside the handle the sliced shaft is gathering, indicating a push of the shaft into proximal direction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention.